Manufacturer narrative:
The reported issue that the syringe module is not recognizing the 1ml syringe when it is attached to the luer lock once the medication is programmed to run was not confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the neonatal ICU is using luer locks with the 1ml syringe for patients with central lines to create a closed set up, so that the line is not open to air. They are finding that the syringe module is not recognizing the 1ml syringe when it is attached to the luer lock once the medication is programmed to run. There is no patient harm.